Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of gap in the adhesive area between the server plug-in (z-block) and the distal end is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope, an olympus asset, with no reported complaint. During device evaluation, a gap was observed in the adhesive area between the server plug-in (z-block) and the distal end. The service repair technician team assessed the condition and determined that the issue was most likely due to component failure. There was no patient involvement.